Event description:
The pump and catheter were returned for analysis. No further information was provided. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
After further review, the aware date of the reportable event was 28-may-2015 (date of analysis completion). The previous reported date of 18-may-2015 was the date of product return. The initial report is neuromodulation for an issue found during analysis with no alleged product issue. The previous initial reporter of unknown was reported in error. The initial report is the testing facility and not company representative.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).